Manufacturer narrative:
(B)(4). Information was not provided by the contact. D4: batch # m56489. The analysis found that one pse60a device was returned in good visual condition and with five ecr60b cartridge reload present. The reload (b, c, d, and f) were received fully fired. The cartridge reload (e) right side fully fired, left side outer row partially fired 1/3 and the left two inner rows fully fired and the pan partially attached. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a semi-open colostomy closure, enteral solution was leaked from anastomosis site after the 3rd firing on the colon. Before the event, the stoma was removed at the 1st firing and the anastomosis was conducted at the 2nd firing. Finally, the site was closed at the 3rd firing. However, it was found that the closure on the site was failure. Then, the site was recut and anastomosed again with the same device at the 4th firing and closure was conducted at the 5th firing. All five cartridges were blue. The 4th cartridge and 5th cartridge were used to complete the case. There were no adverse consequences to the patient. After the operation, it was found that unformed staples remained in the 3rd cartridge of the distal end. In addition, the 3rd cartridge pan came off and the 3rd cartridge was distorted.